Event description:
According to the available information, there was different size specifications on the packaging and on the item.

Manufacturer narrative:
B3: estimated date.

Manufacturer narrative:
After receiving this complaint, we searched for other complaint and we didn't find other complaint regarding the lot number 9798152 on the same defect. On the photos in the complaint, the size specification indicated on the piece is ch05 while on the packaging the size specification indicated ch/fr 4.8. Concerning this product, no modification of size information was made on labelling marked on the packaging or on the product. The investigation showed that the marking machine is not able to print 4.8 on the catheter that's why we have size 5 on the product. The product ch4.8 inside the packaging is conformed to the specification. We have a misalignment between the size on the product and the size noted on the packaging. A change request was made to align the marking on the product acp6054002 with the packaging namely size ch4,8.

Event description:
According to the available information, there was different size specifications on the packaging and on the item.